Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the cause of asae/hematoma/vessel perforation: was not established due insufficient clinical details and no product return. Device history lot: device lot: 1971298. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient developed a left groin hematoma following impella insertion. The patient subsequently expired. The cause of death was not reported.